Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported issue. Errors were found in log, error 48406 pointed to "illuminator_err_watchdog_timeout", and error 48221 pointed to "camera_err_info_communications_error". The image is good in right eye.

Event description:
It was reported that the site received an error and the image would become bright then dark. The site did not try another camera or endoscope and did not contact dvstat for technical support. The site converted the procedure to open surgery. An intuitive surgical inc. (Isi) clinical sales representative (csr) spoke to the customer, and additional information was obtained about the complaint: the csr was not present during the reported procedure, but was informed by the customer of the following information. Ports were placed into the patient when the reported vision issue was first noticed. The vision side cart (vsc) had a message stating "right video lost. Check video connections and power." The surgeon had completed lysis of adhesions and then decided to convert the procedure to open. There was no patient injury.